Manufacturer narrative:
(B)(6).

Event description:
Reportedly, the ventilator stopped ventilating after 35 seconds of alarm. This event occurred when medical engineer unplugged the ac power in order to check the battery power. Please note that there was no patient involvement in this case. However, if it were to recur, there would be too short a time for a user to react between the alarm and the ventilator stop ventilation.